Event description:
It was reported that a pt was dehydrated and the decision was made to increase the rotaflow pump rpm to increase fluid intake. However, the flow decreased and the bubble alarm was activated. The user did not know how to override the sensor so a decision was made to use the hand crank. The plastic location pin on the had crank then broke but the hand crank remained usable. The pump was checked by a perfusionist after the incident and found to be functioning correctly. The pt was reported to have expired, but the hospital stated the pt's death was not attributed to the broken hand crank. (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Svc personnel have requested the return of the hand crank for evaluation. A supplemental medwatch will be submitted when the evaluation is complete.